Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Inestigation summary : during the procedure, dr. * demonstrates his total dissatisfaction because the teams arrived late and this patient was the first surgery of the day, after that he is also upset because there are no basic instruments for the surgery and the institution did not have enough instruments, it is even more annoyed because when placing the screw it did not enter correctly in the bone and requested the bit for the head of the screw to which I informed him that there is no specific bit for the head and this disgusted even more since it had to make too much force and the patient's bone chipped, but the screw head still did not enter the bone; the doctor then proceeds to remove the screw and tells me that he will not authorize the collection of this unit for reasons of quality and passes a screw of greater diameter that finally managed to be placed, but from his perspective, was not achieving the expected result; he informed me that he will not request johnson & johnson products again and that he will generate an adverse event report for all the inconveniences presented. Despite all the above mentioned, it was finally possible to finish the surgery successfully, without affecting the patient and without alterations in the surgical times. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed red tape around the screw, and only the star-drive recess head can be observed. Due to the poor quality of the image, it is not possible to detect any issues or defects. Functionality issues cannot be assessed through the photo evidence provided. Therefore, the investigation could not draw any conclusions about the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the hcs ø2.4 self-drill cann l10/4 sst would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part # 02.226.210. Lot # l829369. Manufacturing site: werk grenchen. Release to warehouse date: 16 march 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the procedure, the doctor was upset because there are no basic instruments for the surgery and the institution did not have enough instruments,. Also, when placing the screw, it did not enter correctly in the bone; the doctor requested the bit for the head of the screw to which they were informed that there is no specific bit for the head the doctor then had to make too much force and the patient's bone chipped, but the screw head still did not enter the bone; the doctor then proceeded to remove the screw and and passed a screw of greater diameter that finally managed to be placed, but from the doctor's perspective, was not achieving the expected result. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times.